Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed ECG fall-off testing. Upon evaluation, the trunk cable was cut and the white driven ground wire was open inside the trunk cable. The cause of the non-functional ECG electrodes is the cut cable and open wire. The root cause of the cut cable and open wire is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.